Manufacturer narrative:
This initial/final MDR is the only report being submitted for MFR report #3008264254-2017-00110. Pro code: krd/hcg. UDI: (B)(4). Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 14cm from the proximal end of hub. The introducer was received unzipped and no damages were noted on it. The support coil, gripper, and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope through the introducer; no damages were noted on the gripper, but the embolic coil was found to be stretched. The DHR was reviewed for lot 17621276 and it revealed that 4 units were rejected due to the defect of stretched coil and could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The failure reported by the customer as ¿coil ¿ unraveled stretched¿ was confirmed. The cause of the stretched condition noted on the device appears to have been caused by applying excessive force to the device, but it could not be conclusively determined. This defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Additionally, inspections are in place that prevent this kind of failure from leaving the facility. Therefore, no corrective action will be taken at this time.

Event description:
It was reported by a healthcare professional that an og cmplx xtrasoft coil (640cx0202/17621276) was used during a coil embolization procedure of an aneurysm in the posterior communicating artery (pcom) when the coil could not be shaped as expected. The surgeon adjusted the coil a few times and the coil stretched. The surgeon withdrew the coil and used a new one to complete the procedure. There was no report of patient injury.